Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a colectomy procedure, the trocar membrane ruptured with the entrance of the clipper, causing co2 leakage. There was no blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes due to the product problem. No injury reported. The current status of the patient is in good status.